Manufacturer narrative:
Turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC on (B)(6) 2017. A leak 'by the clave at the hub' was observed on (B)(6) 2017. The conditions and handling circumstances of the device from (B)(6) 2017 to the onset of the event are not known. The PICC line was fully explanted and replaced due to a concern for potential infection. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation - evaluation: a functional test, review of complaint history, device history record, drawing, instructions for use, quality control, and a visual inspection of the returned device was completed during this investigation. The returned device included two microclaves. Both were evaluated by testing for leaks while the microclaves were submerged in water. Neither microclave showed any leaks during the device evaluation. However, subsequent testing led to the discovery of a leak from the distal end of one of the luer lock fittings attached to the catheter. The extension tube has a partial separation at the junction of the female luer lock adapter (flla) and the tube. Measures have been previously initiated to address this issue. Appropriate personnel have been notified and will continue to monitor for similar complaints.